Event description:
Infection was reported. The lead was removed and the patient was placed on antibiotics. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2010 and is normally submitted via an alternative summary reporting (asr). Information was subsequently received on (B)(6) 2011 that revealed an out of spec analysis for the 6949 lead. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) full lead in segments was returned and analyzed. Proximal conductor fractured. The distal conductor was distorted; difib conductor distorted; distal conductor had blood/body fluid (not obstructed); blood/body fluid outer tubing overlay; inner tubing kinked/buckled; outer tubing kinked/buckled; outer insulation melted; outer tubing overlay melted; outer tubing overlay cosmetic environmental stress crack; exposed defib coil had white substance; outer insulation had white substance; outer insulation had cosmetic depression; blood in/on helix/lobe mechanism. The device is part of the advisory for this model.